Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom "air bubble constantly," which was not reproduced. The symptom was confirmed through review of the event history log by the presence of clusters of "air-in-line!" And several "air accum.!" Alarms in the log. It was also observed that the upstream sensor had low fluid numbers. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an "air bubble constantly." Any patient involvement, injury or medical intervention is unknown.